Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on 04/26/2016 to report the receiver initialized without a manual restart on (B)(6) 2016. There was no report of any injury or medical intervention. No additional patient or event information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete. Data download log was provided by the patient and reviewed for evaluation on 05/18/2016. Complaint for receiver initialization without a manual restart could not be confirmed. The root cause could not be determined.